Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential failure mode could be ¿bag will not expand/vinyl stuck together¿ with a potential root cause of ¿static or positive air pressure.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Event description:
It was reported that when the patient moved the bag around, the urine came back up into the tube. The complainant confirmed that the bag was not being held upside down.